Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no occlusion alarms recorded in the black box or the history. There was no evidence of a high force event recorded in the black box. The rewind, load, and prime steps were successfully completed. Boluses were attempted with the tubing pinched off and occlusion alarms occurred after the pump attempted to deliver. No other alarms occurred during the investigation. The force sensor calibration was within specifications. Unrelated to the initial complaint, the display was faded and pink. The battery compartment was cracked in two places, both from the case seal to below the grip. The pump was opened and removed from the case and no moisture or corrosion was observed in the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged absence of an occlusion alarm in the pump. The reporter stated that the patient¿s blood glucose was 340 mg/dl with symptoms of lethargy, frequent urination, extreme drowsiness, difficulty waking up, and confusion. It was reported that the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the patient¿s healthcare provider had not adjusted the pump settings before or after the event. Review of the alarm history determined that there was no occlusion alarm and the occlusion sensitivity setting had been set to high. At the time of the complaint, the patient insisted upon pump replacement. This complaint is being reported for alleged hyperglycemia associated with alleged absence of an occlusion alarm in the pump.